Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited an occasional blackout in image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include damage of parts due to wear, deterioration, deformation or some kind of physical stress, without any design or manufacturing issue. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.